Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis-t9-t10 infection involved in thoracic corpectomy procedure. Levels implanted- t9. It was reported that during procedure, the screwdriver was ¿stripped¿, would not hold screw. Instrument did not broke, deformed tip (stripped) hex driver tip. Product was utilized correctly according to the directions given in the IFU/labeling. On 2021-mar-08, received additional information that initial surgery was performed with original products, but not completed. On (B)(6) 2021, patient returned for additional surgery, inclusive of additional treatment to complete surgery from (B)(6) 2021. The surgery on (B)(6) 2021 was delayed while they tried to lock the vantage plate. Approximate delay was 30-45 minutes. No patient symptoms/complications reported.